Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was experiencing persistent low flow alarms post-operatively. The patient was very small; inflow cannula appeared in good position in left ventricle. The critical care team was managing intravenous (IV) pressors; idiopathic ventricular fibrillation (ivf) was attempting to manage the flow appropriately. When the patient started to wake-up the blood pressure went up and low flow alarms occurred. The lowest flow on review was 2.3lpm. Healthcare provider asked for the controller threshold to be decreased to 2.0lpm. IV medication was changed, and x-ray was performed. The low flow alarms resolved after the software installation and the software version of the system controller was v 1.7. Additional information stated that on (B)(6) 2022, the patient had been on low dose aspirin (asa). Chest x-ray had noted that patient possibly had hemothorax. The patient was taken back to the operation room for chest exploration and evacuation of hemothorax. The source was found to be from an outflow graft (ofg) anastomosis to the aorta. Additional sutures were placed, and bleeding stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through an onsite abbott clinical specialist; however, it was reported that the patient was small with good inflow cannula positioning, and the low flow alarms were associated with increases in blood pressure upon waking. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's blood pressure changes could not be conclusively established through this evaluation. Additionally, a specific cause for the reported bleeding at the outflow graft anastomosis to the aorta could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 1 of the IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis" and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.